Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the "wire" on the patient's left side (at t9) "fell out" that the "wire" their right side was "on and off". The patient stated that if they moved slightly in any direction it will "kick on higher or lower". There were no falls or trauma reported that were related to the issue. The patient needed an implanting physician to follow up with for a possible revision. The indication for use of the implanted device was noted as postlaminectomy pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.